Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient cannot exit MRI mode. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. This event is not involved in the unable to disable MRI fsca.

Manufacturer narrative:
Correction: h9- this device is not included in the unable to exit MRI mode advisory notice. As received, the ipg was not in surgery mode or in MRI mode. The last timestamp that ipg MRI mode was enabled (on) and then disabled (off) was on (B)(6) 2024. The ipg had declared end of service (eos) on (B)(6) 2024. An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol). H7- removed remedial actions h9- removed fsca. The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg was unable to communicate following an rfa procedure. The last daily battery log entry occurred on 18-january-2025. The provided date of the rfa procedure was (B)(6) 2025. This indicates the device was logging diagnostics up to the rfa procedure date. The device will log diagnostics while operating in the therapy application state. Based on the daily battery log, the device entered service application state as a result of the rfa procedure. There is guidance in the clinician's manual regarding proper handling of the device when using electrocautery. As received, the ipg was not in surgery mode or in MRI mode. The last timestamp that ipg MRI mode was enabled (on) and then disabled (off) was on 1-january-2024. The ipg had declared end of service (eos) on 29-october-2024. An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).